Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. There was no frozen screen noted. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracks on the display window noted. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states their display is frozen, and buttons are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.